Event description:
It was reported the pump was implanted on (B)(6) 2014, but the use before date was (B)(6) 2013. The pump was used to deliver gabalon. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
(B)(4).